Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 200 mg/dl and 100 mg/dl. No adverse event was report. It is unknown if action was taken based on the results. Requested return of suspect device, controls, and strips, and replacement was sent.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.